Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on non-stop inotropes post implant. The issue resolved on (B)(6) 2018. The patient underwent prolonged hospitalization and inotropes. It was reported that a device related issue did not cause or contribute to right heart failure. The patient is stable and will have a routine follow up.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had right heart failure and was on non-stop inotropes post-implant. According to the account, the event resolved on (B)(6) 2018 and the patient is stable with a plan to have a routine follow up. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.